Event description:
A spider fx was being used during treatment of a calcified lesion in the mid right superficial femoral artery. The artery was 4mm in diameter with mild tortuosity and moderate calcification. A 6fr sheath was used. The vessel was not pre-dilated. The IFU was followed. It was reported during retrieval the catheter broke in the blue retrieval segment. Catheter segment/fragments were stuck on the guidewire. The broken catheter was retrieved but it is unsure how. The procedure was completed by retrieval with another catheter. No patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the device returned with the filter basket loaded in the blue recovery catheter. A detachment was evident at the guidewire entry port/ transition shaft of the blue recovery catheter. Deformation was evident to the distal section of the blue recovery catheter with a material twist evident. The filter basket was lodged in the distal tip of the blue recovery catheter. Biological debris was visible in the basket. Deformation was evident to the floppy tip with coils separated. The detachment site was jagged and uneven, with stretching to the catheter evident. Dried biologics were evident under the detachment site on the capture wire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.